Manufacturer narrative:
The customer reported problem was confirmed. Technical service recommended spencer to start over by plugging in the power cord first. He did so and was able to connect pcu to system maintenance software successfully. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Case description: spencer had error 255-32784-275 on pcu8015 sn 14123671 when he connected the unit to system maintenance software 10.33 and pcu software 9.33 failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: spencer did not connect pcu to ac power when he initiated the communication with the system maintenance software. I instructed spencer to start over by plugging in the power cord first. He did so and was able to connect pcu to system maintenance software successfully. No error detected.